Manufacturer narrative:
There were no unexpected excessive no delivery alarms or motor error alarms noted during testing. The insulin pump passed the pump self test, off no power test, unexpected restart error test, displacement test, rewind test, and basic occlusion test. The operating currents were in specification and the motor was tested outside of the pump and passed. They were unable to prime during the prime/compromised force sensor system test due to moisture damage on the force sensor resistor. The pump had a cracked reservoir tube lip, minor scratches on the lcd window, a cracked lcd window, a cracked case at the display window corners, a cracked reservoir tube window, a cracked reservoir tube, cracked battery tube threads, and a missing end cap sticker.

Event description:
The customer reported via phone call that she found her insulin pump that was lost and she wanted to report that she had a motor error alarm. Customer stated that the motor error alarm was the reason why she took the pump off and misplaced it. Customer stated there is also a crack where the reservoir compartment is at the top and she has had no delivery alarms. Customer stated that they were able to complete the pump rewind. It was found that the customer had 3-4 motor error alarms in the alarm history. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.